Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the operation of the unit and stated that it cannot be used normally. Then it was stated that the safety disk leak test did not pass. So, in order to fix the issue, the fse replaced the purge valve assembly and the safety disk. The unit was then able to be used normally.

Event description:
It was reported by the customer, the cs100 intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.